Event description:
It was reported that syringe non sterile 50ml ll experienced 9 cases of leakage, 9 cases of damaged/broken plunger rods, and 1 case of foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: I have received reported leakage along the plunger from the customer for item 300223 batch 2004351. 9 syringes with broken plunger. 9 leaking syringes. 1 syringe with foreign matter. The syringes contained insulin, norepinephrine, or nacl 0.9%.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-08. H6: investigation summary nineteen samples were provided to our quality team for investigation. The product was visually inspected and the thumb press is observed to be broken in two of the samples, eight others having damage in the retention ring of the plunger rod. The product was visually inspected and a leakage past the stopper ribs was observed in eight of the returned samples. There are no defects or damage identified on any of the samples or syringe components and the stoppers were verified to be properly assembled onto the plunger rod. A device history review was performed for lot 2004351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the thumb press breaking. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe non sterile 50ml ll experienced 9 cases of leakage, 9 cases of damaged/broken plunger rods, and 1 case of foreign matter in the device cannula/needle/syringe or any other fluid path component. The following information was provided by the initial reporter: I have received reported leakage along the plunger from the customer for item 300223 batch 2004351. 9 syringes with broken plunger. 9 leaking syringes. 1 syringe with foreign matter. The syringes contained insulin, norepinephrine, or nacl 0.9%.